Manufacturer narrative:
Intuitive surgical, inc. (Isi) 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 8mm fenestrated bipolar forceps instrument was defective. There was no report of patient involvement or patient injury.